Event description:
A cartridge change error was reported with the pump. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support assisted the customer by guiding them through a series of steps including removing and cleaning the o-ring and pneumatic tap area and successfully reloading the cartridge, allowing the customer to resume insulin delivery.